Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that; the insulin pump was falling apart where battery goes into pump and the reservoir compartment and battery cap was damaged and missing segments. The blood glucose was 117 mg/dl at the time of the incident. The customer was also reported that, the belt clip was broken. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Pump received with broken battery tube thread, cracked reservoir tube lip and cracked reservoir tube noted.